Event description:
It was reported that patient underwent shoulder procedure utilizing allthread peek anchors in 2008. During procedure, the first anchor was implanted but the inserter shaft could not be removed from the anchor, and anchor was removed. Second anchor was implanted, again difficulty was experienced removing the inserter shaft from the anchor, but was able to be loosened and anchor was used to complete procedure.

Manufacturer narrative:
There have been no trends identified related to this type of event.